Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified red particles on the shell, and broken shell and others. The device was underweight. A microscopic analysis was performed which identified a striated break on radius. Based on the device analysis the final assessment is a striated break on radius assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: b.6; d.9; h.3; h.6.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.